Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump displayed an 80% charge and after charging the pump for ten minutes the pump displayed a 5% charge. The pump was then unresponsive and the customer charged the pump but was receiving power source alerts. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 150 (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.